Event description:
It was reported that prior to implant it was possible to interrogate the implantable cardiac monitor (icm) however post implant it was not possible to interrogate the device. Interrogation was attempted with two different programmers however were unsuccessful. The icm was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the implantable cardiac monitor (icm) was exposed to external electromagnetic interference (emi) due to cautery during the implant procedure.

Manufacturer narrative:
Product event summary: the returned device indicated leakage in an integrated circuit. Hybrid analysis revealed that the no-telemetry condition was caused by a depleted battery. Visual inspection showed that there was liquid present inside the device case and there was a battery fluid like odor coming from the device. The hybrid current and low voltage supplies measurements were found to be out of specifications. Further hybrid analysis found the no-telemetry and high current drain conditions were due to a failing stacked chip scale package (scsp). Battery analysis revealed that no defective conditions were identified during the destructive analysis of the returned cell that would account for premature battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.